Event description:
It was reported that the patient received inappropriate shock therapy due to oversensing of p waves. The patient had dislodged the lead while weightlifting. The lead was replaced.

Manufacturer narrative:
External insulation abrasion was noted at 20.7-22.3cm and 23.0-23.5cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.